Event description:
It was reported that following an unrelated surgical procedure,wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices . As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The issue was resolved with replacement of the ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.